Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an infection, which was suspected to be peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the event, treatment details, and the patients recovery status were not reported. On an unreported date, dianeal therapy was discontinued (current mode of dialysis therapy were not reported). No additional information is available.